Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5938h. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife did not return, and the jaws did not open after the 2nd firing on the lung. The manual override lever used to release the device. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.